Manufacturer narrative:
The reported complaint of doctor could not loosen the a-setscrew to remove the atrial lead was confirmed. Final analysis found that no device anomalies were found to cause the problem. The stripping of the setscrew is related to the user¿s incorrect use of the torque wrench. The device was also in backup vvi due to end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker replacement procedure. During the procedure, the physician was unable to loosen the right atrial set screw. It was noted that the set screw was stripped. The physician decided to cut and cap the lead so the device could be removed. The device was explanted and replaced. The physician also decided to plug the atrial port of the new device and reprogram it to vvi. There were no patient consequences.